Manufacturer narrative:
Section b4 currently captures the date of the medwatch submission to FDA. The date that the literature article first came to the attention of intuitive surgical, inc. (Isi) was 10-oct-2025.

Event description:
Refer to h11 for follow-up information.

Event description:
A review of a literature article titled, ¿comparison of laparoscopic and robotic intraoperative adverse events in benign gynecological procedures and the correlation of the adverse events with postoperative outcomes and risk analysis,¿ was performed. This was a prospective study that was conducted between july and october 2023 utilizing da vinci surgical systems. The study population was women between the age of 20-60 years. The total study cohort included 80 cases (myomectomy, hysterectomy, and endometriosis resection). There were 2 post-operative cases of bowel injury with signs and symptoms of intestinal obstruction that got reoperated. One case involved a patient who underwent a laparoscopic myomectomy and presented on post-operative day #10. The complication was managed by laparoscopic adhesiolysis of the bowel loops from the myomectomy scar. Additionally, there was one patient who had ree (robotic endometriosis excision). The patient presented with fever, abdominal pain, constipation, and vomiting, but notably without nausea on post-operative day #8. Due to the severity of symptoms, a reoperation was performed, that involved an exploratory laparotomy and sigmoid colon repair with diversion loop ileostomy. The major limitation of the study was that it was a single center and single surgeon. There were no specific da vinci device malfunctions reported, and no indication that isi products caused or contributed to any adverse event. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: sinha, r., et al. (2025). Comparison of laparoscopic and robotic intraoperative adverse events in benign gynecological procedures and the correlation of the adverse events with postoperative outcomes and risk analysis. Cureus. Https://doi.org/10.7759/cureus.80497.